Manufacturer narrative:
D10 concomitant product: egia60amt egia 60 artic med thick sulu (lot#: p5l1028) sigphandle, sig power sigphandle handle (serial#: unknown) sigpshell, sig power sigpshell control shell (serial#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastrectomy, while on resection, firing was completed to the end and while returning the knife, it stopped partway. The adapter was disconnected and reconnected, and the left and right green buttons were pressed, and a forced restart was performed, but the knife did not return. However, upon touching the powered handle, the knife moved, returned fully, and the jaw opened. No problems were observed with the staple line that was fired. There was no patient injury.